Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call, tac explained that if the staff was using an olympus-approved lamp and it didn't have a large number of hours already used, then it was likely defective in some form and would need to be returned and serviced. The customer noted that they do not use an olympus-approved lamp, and it had 400+ hours on it. Consequently, customer notes that he will try replacing the lamp to see if that resolves the current issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting an e103 error code during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed without any harm to the patient by moving the patient to another room.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e103 error could not be identified. However, it¿s likely the cause is related to the life of the lamp. Olympus will continue to monitor field performance for this device.